Event description:
Patient being transferred from x-ray table to transport gurney via a hover mat. Technician engaged the gurney brake and double checked its security due to an incident in the department the previous week. While the hover mat was moving, the brake disengaged. The gurney did not roll away as the technician was standing on the side of the gurney preventing it from moving.hospital has service contract with manufacturer. Technician will come to the hospital to inspect and repair as needed.